Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unspecified problem with device. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unspecified breast surgery with unknown size unknown mentor breast implants and developed unknown problems with one of her implants post implantation. As a result, the patient underwent explantation and replacement with unspecified mentor breast prosthesis on an unknown date. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. There are five sets of mentor implants involved. Therefore per proper documentation of event reported and this medwatch report documents 4th event for this patient.